Event description:
During follow-up, low sensing, increased capture threshold, and noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Provocative testing was performed and noise was not reproduced. No additional intervention was performed. The patient was in stable condition and will continue to be monitored.